Event description:
Twenty-four-year old pregnant female, gravida 5, para 3 presented to hosp in labor on 11/18/96, gestation 36 weeks 3 days. Membranes ruptured 24 hrs prior to coming to hosp. Pt had no pre-natal care. Having purulent discharge, foul smelling amniotic fluid and fever. Normal spontaneous delivery, viable female. Infant had apgar of 5/6, weak cry and minimal respiratory effort. Infant was intubated with 3/o et tube and connected to baby bird ventilator. Ventilator would not cycle. Bio-med changed out the blender to make sure it had no effect on the vent, this did not change status of vent. Bio med opened the cover to check connections and tubing. When cover removed it was discovered that all small tubing in the ventilator was dry rotted and the battery was leaking acid. The ventilator had been "preventive maintenance" on 7/2/96. Rptr has contract co that provides this svc twice per year.